Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with unknown mentor implants experienced an auto-immune diagnosis post procedure. The patient had a positive antinuclear antibody (ana) test and was diagnosed with rheumatoid arthritis. The patient stated there were no other complications. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The type of implant is unknown, however, d2a (common device name) and d2b (procode) are being populated for submission purposes. See 1645337-2021-07230 for contralateral prosthesis.